Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient received an insulin flow blocked alarm and experienced high blood glucose level. Therefore, on the day of this report ((B)(6)2024), at 05:00 am, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 409 mg/dl. The patient was tested for ketone level. During hospitalization, the patient received insulin drip intravenously. Currently, the patient is still in the hospital. No further information available.